Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-7510-005, goldvac integrated smoke pencil, push button (10/cs), was being used during an unknown procedure on (B)(6) 2022 when it was reported, ¿we are unsure of exactly the malfunction. The cautery pen went through the glove and burnt and cut the surgeon's finger." There was no report of medical intervention, or hospitalization for the patient or user. The procedure was completed with an alternate, unknown device with a 2-minute delay. Further assessment questioning was requested how the incident occurred; however, the reporter only stated that this occurred during a maneuver that is done all the time. The reporter was not aware of any medical intervention for the user. The surgeon¿s reported status was listed as ¿fine¿. There was no report of the device not working as intended. This report is being raised on the basis of injury due to surgeon¿s finger being cut and unknown degree of burn.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame 629,550 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000006. Per the instructions for use, the user is advised to inspect and test each device before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-7510-005, goldvac integrated smoke pencil, pushbutton (10/cs), was being used during an unknown procedure on 16sep22 when it was reported, ¿we are unsure of exactly the malfunction. The cautery pen went through the glove and burnt and cut the surgeon's finger.¿. There was no report of medical intervention, or hospitalization for the patient or user. The procedure was completed with an alternate, unknown device with a 2-minute delay. Further assessment questioning was requested how the incident occurred; however, the reporter only stated that this occurred during a maneuver that is done all the time. The reporter was not aware of any medical intervention for the user. The surgeon¿s reported status was listed as ¿fine¿. There was no report of the device not working as intended. This report is being raised on the basis of injury due to surgeon¿s finger being cut and unknown degree of burn.